Manufacturer narrative:
Device analysis summary: medtronic conducted an investigation based upon all information received. It was reported the while in use on a patient, this 980 v entilator generated a "vent inop" and stopped delivering breaths. The device was available for evaluation. The service personnel (sp) inspected the ventilator and during evaluation found the unit in an inoperable condition with relevant di agnostic codes in the ventilator memory logs. The sp reloaded the software, performed calibration and tests which passed per manufacture specifications at the time of service. A review of the logs determined the ventilator experienced a loss of ventilation at the time of the event. The investigation could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the while in use on a patient, this 980 ventilator generated a "vent inop" and stopped delivering breaths. The patient was removed from the ventilator, manually ventilated and placed on an alternate ventilator with no injury reported.